Manufacturer narrative:
Device under test passed functional testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label and scratched case. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump failed high pressure test. Customer stated they experienced high blood glucose of 200 mg/dl which was treated with insulin pump and manual injection. Customer was assisted with troubleshooting. Customer was assisted with performing high pressure test and it did not pass the test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.